Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the bifurcation of the left anterior descending artery (lad). A 2.50 x 12 synergy ii drug eluting stent was attempted to be advanced to the target lesion. However, upon introducing the device to the guide catheter, the stent got dislodged in the tuohy valve. The guide catheter was removed together with the stent in the tuohy and the procedure was completed with a different device. No patient complications were reported and the patient was unharmed.